Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with flap striae / flap displaced in right eye. It was reported the patient had a flap lift and reposition. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints and reported that he rubbed his eye. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2015 right eye pre-op 20/20 -2.50 x -.75 x 30, left eye pre-op 20/20 -2.25 x -1.25 x 130.